Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndrome. It was reported that the patient had a loss of stimulation. The patient also stated that the ins start zapping them, and the ins started to adjust itself. The patient stated that this was bad at times, such as driving, as it would get really strong and go up and down to when the patient couldn't feel it anymore. The patient stated that they would be sleeping and their arms and legs would stick out because all of a sudden the stimulation would get really high. The patient stated that now their stimulation isn't working to relieve their pain so the ins must be dead. The patient stated that the patient programmer showed the ins was working and was charged up, but couldn't feel stimulation. The patient stated the last time they charged their device was in the summer. The patient stated that they are in pain as they are recovering from their 7th back surgery, and two broken ankles. The patient stated that they had broken their ankle 3 years ago and they had been able to get their stimulation adjusted to help with the pain. The patient stated that they had the stimulation for pain in the waist down the legs, but it wasn't helping with the broken ankle pain anymore. The patient was going to call back after they find their recharger so that they can check the settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.